Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. It can be confirmed that the helix was broken. The helix was broken at 37 cm distal. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex set 6f 110cm products that are cleared in the us. The pro code and 510 k number for the rotarex set 6f 110cm products are identified in d2 and g4. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure to treat a re-occlusion procedure in the afs through the left side via a contralateral approach, it was noted that twenty centimeter of the distal piece of the device was allegedly found to be separated from the rest of the catheter. The detached piece was still on the wire and was recovered. There was no reported patient injury.

Event description:
It was reported that during a procedure to treat a re-occlusion procedure in the afs through the left side via a contralateral approach, it was noted that twenty centimetre of the distal piece of the device was allegedly found to be separated from the rest of the catheter. The detached piece was still on the wire and was recovered. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the rotarex set 6f 110cm products that are cleared in the us. The pro code and 510 k number for the rotarex set 6f 110cm products are identified in this report. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us.